Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons. During the procedure, it was noted that the taper was cold welded to the femoral stem. To remove the taper adapter from the taper of the femoral stem, a high speed burr was used to divide the taper adapter. This process resulted in a forty five minute delay in the procedure. Additional information received reported the patient was revised due to metal on metal articulation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons. During the procedure, it was noted that the taper was cold welded to the femoral stem. To remove the taper adapter from the taper of the femoral stem, a high speed burr was used to divide the taper adapter. This process resulted in a forty five minute delay in the procedure. No further information has been provided.